Event description:
Received info stating customer has received numerous occlusion alarms. There was no reported impacted to the customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.